Event description:
It was reported when using the bd k2edta tube was underfilling. The following information was provided by the initial reporter. The customer stated: "customer reports that the vacuum is not drawing enough sample volume to reach the tube's proper fill mark. They was advised about collection with a scalp for small-volume tubes, when the vacuum is consumed by the air in the vinyl scalp tube and thus the filling mark is not reached."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but [3] photos were provided for investigation. In 2 of the 3 photos, it is possible to observe that there are tubes with the blood filled below the reference line. It was not possible to observe any manufacturing defects. Bd was able to confirm the underfill based on photo, but it was not possible to observe any manufacturing defects. Additionally, [5] retention samples from bd inventory were evaluated by functional testing and the issue of [underfill] was not observed. All samples tested are within the acceptable criteria. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd k2edta tube was underfilling. The following information was provided by the initial reporter. The customer stated: "customer reports that the vacuum is not drawing enough sample volume to reach the tube's proper fill mark. They was advised about collection with a scalp for small-volume tubes, when the vacuum is consumed by the air in the vinyl scalp tube and thus the filling mark is not reached."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D.9:device eval by manufacturer? Yes. D9: returned to manufacturer on: 2023-july-11. Bd received 10 tubes as samples and [3] photos were provided for investigation. In 2 of the 3 photos, it is possible to observe that there are tubes with the blood filled below the reference line. It was not possible to observe any manufacturing defects. Bd was able to confirm the underfill based on photo, but it was not possible to observe any manufacturing defects. Additionally, [5] retention samples from bd inventory were evaluated by functional testing and the issue of [underfill] was not observed. All samples tested are within the acceptable criteria. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd k2edta tube was underfilling. The following information was provided by the initial reporter. The customer stated: "customer reports that the vacuum is not drawing enough sample volume to reach the tube's proper fill mark. They was advised about collection with a scalp for small-volume tubes, when the vacuum is consumed by the air in the vinyl scalp tube and thus the filling mark is not reached.".